Event description:
It was reported that an unknown xience pro stent implant was deployed and post-dilatation was performed with a 4.5mm unknown balloon dilatation catheter. Two hours post-procedure, the target lesion was occluded/restenosed. It is unknown how the occlusion was treated. There was no additional information provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the device reportedly remains in the patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Occlusion is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.